Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 504 mg/dl. The customer changed their site and administered a manual injection. Subsequently, a malfunction alarm during the load process. The customer's blood glucose level was 239 mg/dl. The customer believed that the malfunction may have contributed to the elevated bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.